Event description:
The patient presented to the ER after receiving inappropriate shock. Upon interrogation, noise was noted. Device in reset mode message was received and intermittent telemetry was noted. The lead and the ICD were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.